Event description:
High blood sugars: pt. Who ws introduced to novorapid penfill 3 ml (insulin aspart) in an iduo insulin doser in 2003 for type I diabetes mellitus, was hospitalized 3 months later due to high blood glucose for 2 days. During the admission the patient was treated with insulin IV (type unk). The patient felt that the induo doser was not giving the correct dose, and they had to go to the hospital due to high glucose readings. Reportedly, the patient usually takes 22 units novolin nph (long-acting human insulin) with a novopen 3 in the morning and 20 units at 10 p.m. If they have high blood sugar in the morning. They will also take 3-5 units of novorapid, and also at dinner time if sugars are high. If readings are around 20-25 mmol/l, they will take 5 units of novorapid and if they are around 16 mmol/l, will take 3 or 4 units of novorapid. They use the novorapid in induo and a novopen 3 for novolin nph. That morning, the patient took usual 22 units of novolin nph and then 5 unts of novorapid. Subsequently, the patient had a small breakfast, where after the patient felt very lethargic and did not feel like doing anything. The patient states that they do an air shot before every test and function checks, although the patient could not really describe what a function check is. The patient uses novofine 8 mm needles and changes them with every test. The patient's usual blood glucose readings are in the 7-8 mmol/l range. Does blood tests with good technique, washes hands with soap and water and checks to make sure that the confirmation window is filled. Codes are matching, and is reading in mmol/l. Since the incident, novorapid and novolin nph penfill was discontinued and the patient has been switched to humulin n and r and has no problems with blood sugars and thinks that it must have been the pen's fault.